Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the target lesion was located in the proximal left circumflex (lcx) with mild calcification and mild tortuosity. The lesion was pre-dilated and the 4.0 x 18 mm xience prime stent was deployed at the lesion. After which, a dissection was observed at the proximal edge of the stent. A xience v 4.0 x 8 mm stent was deployed, covering the dissection. Post-dilatation was performed to complete the procedure. The patient is doing well and no adverse patient sequela was reported. No additional information was provided.